Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor stopped providing readings to the ilet, and support guided the user to toggle the cgm setting between g6 and g7 and reenter the four-digit pairing code with the expectation that pairing could take 15¿30 minutes. Symptoms included hyperglycemia with a reported blood glucose of 284 mg/dl. Outcomes included no hospitalization and no emergency treatment. Investigation included customer support troubleshooting and user reconfiguration of cgm pairing settings. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet, limited to communication linkage, with user-reported voluntary disconnection from the ilet for most of the day contributing to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and device communication issue.